Manufacturer narrative:
Unit received with critical pump error and pump error 35 due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unit received with broken belt clip rails. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has cracked belt clip. Customer's blood glucose at the time of the incident was 7.0 mmol/l. No further information was provided. The customer was advised the insulin pump will need to be replaced. The device has been returned for analysis.